Manufacturer narrative:
The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that during a procedure, the error "e216" was displayed on the screen and the image was lost. The intended procedure was not completed. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The unique device identification (UDI) number is unknown. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The device was not returned to olympus and the customer¿s allegation could not be confirmed. Therefore, the cause of the failure could not be determined. However, it was surmised that the phenomena likely occurred due to temporary connection failure (caused by a foreign material such as water or dust adhered to the connector). However, the cause could not be confirmed. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[4.4 connection of an endoscope]. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.